Event description:
The device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not in patient use. During the evaluation of the device, at a third-party service center the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were observed. No repair was performed; the device will be scrapped as per customer request. Additionally, dust/dirt was discovered inside the device and the missing rubber feet need to be replaced.